Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following questions were asked/answered: q1: did customer reprocess the device before sending it in for repair? Yes q2: does the customer follow reprocessing steps as per instructions for use? Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the remaining foreign material cannot be determined. The foreign material appeared to be gauze fibers. The event can be prevented by following the instructions for use (IFU): "-inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had poor water-air supply with link play. The issue was found during preparation for use. Inspection and testing of the returned device found that foreign material could not be removed with correct reprocessing due to buckling of each channel or nozzle / the gap on the insertion section or the boot. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to a 3rd party distributor for evaluation and the customers allegation was confirmed. It was noted that the bending angles were out of standard value due to wear of the angle wire. It was also noted that the nozzle was clogged and the adhesive had damage. No device will be sent to olympus the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.